Manufacturer narrative:
Examination of the returned instruments confirms the reported observation. The root cause is attributed to wear out and misuse. The leaf spring is visibly bent and the instrument has been heavily and inappropriately impacted on all sides. The device was manufactured in july 2004 and is more than eleven years into distribution. Based on the performed investigation, the need for corrective action has not been indicated.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Summit handle would not lock onto the broach.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).